Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the helix would not retract due to the proximal conductor being kinked on the distal conductor preventing torque transfer to the helix.

Event description:
It was reported that there was a failure to capture from the right atrial (ra) lead. An ra lead revision was attempted but the helix would not extend. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.